Manufacturer narrative:
Root cause: the mating part did not insert into tool all the way. Large ID machining caused burrs in smaller ID. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
First package: screw driver would not allow screw to set inside it. Second package: a second package was opened and the driver worked fine.